Manufacturer narrative:
The ventilator was investigated on-site by our field svc engineer. It was found that the moisture trap that is attached to the expiratory cassette was the part that had been separated. A crack was found in the moisture trap located at its' locking mechanism. Pre-use check was performed with a successful result with a replacement expiratory cassette. Repair of the device is performed by replacing the moisture trap. The ventilator logs were downloaded, and a photo of the defective moisture trap was taken. The defective moisture trap was kept by the facility. Visual inspection of the photo of the moisture trap confirmed that there was a crack located at the locking mechanism. If the moisture trap becomes loose or falls off, there will be leakage. Eval of the ventilator logs showed that alarms for leakage were generated. The logs also showed that there was a pre-use check performed with successful result prior to the start of ventilation. This showed that there was not a leakage caused by a crack in the moisture trap at that time. Our conclusion is that the reported problem was caused by a crack in the moisture trap locking mechanism. Expected alarms were generated. The cause for the crack in the moisture trap is not known from this investigation.

Event description:
It was reported that the ventilator expiratory cassette fell apart during ventilation of a pt. There was no pt harm. (B)(4).